Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was unknown at the time of this procedure; patient initials, age not available for reporting 510k: this report is for an unknown tfna locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable device is not available for return without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code is for additional medical intervention/revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of two (2) distal interlocking screws to correct the rotation (alignment) on two (2) distal interlocking screws on (B)(6) 2017. The patient was initially implanted with a trochanteric fixation nail advanced (tfna) nail on an unknown date. This tfna nail was removed as there was a complete nonunion of fracture observed around it and since it broke. During this removal of tfna on (B)(6) 2017, the patient was revised to one (1) lateral entry femoral nail, two (2) proximal recon screws and two (2) distal interlocking screws. Subsequently, the surgeon realized that the rotation (alignment) of the two (2) distal interlocking screws was not correct and hence operated again on the patient. During this second surgery, the surgeon removed both these distal interlocking screws, and then inserted only one (1) distal interlocking screw to correct the rotation. It is unknown if a new or one of the originally placed and removed interlocking screws was inserted again. The outcome of this surgery and patient status after it is unknown, although it is known that the patient subsequently developed a complete nonunion, the implanted lateral entry femoral nail broke, thus leading the patient to undergo another surgery to remove the broken nail construct. The patient was reported stable after this surgery. Concomitant devices reported: lateral entry femoral nail (part# 04.003.456, lot# h377897, quantity# 1); proximal recon screws (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 (B)(4). This report is for an unknown locking screw. (B)(4) is linked to (B)(4). (Same patient)

Manufacturer narrative:
Patient¿s height reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.